Event description:
It was reported that during a prostatectomy procedure, the clips would not hold after placing. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.